Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings: there were no call service alarms observed in the black box history. There were no errors or alarms during investigation and the product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #3, date of submission 07/01/2014. Follow up #2 incorrectly identified that animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The correct information is that animas has not conducted a review of the device history record for this pump and has not confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a call service alarm (call service alarm issue) issue. The distributor stated that the pump emitted multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.